Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose over 600mg/dl, and she called the emergency room for assistance. The customer mentioned having trouble putting together her new infusion set. The caller has treated the high glucose level with the insulin pump and manual injections. Troubleshooting was declined. A follow up call was made, and the customer stated that she does not remember and the high blood glucose was a result of the supplies. The caller stated that the cannula came out of her skin because she did not know how to insert the new infusion set. The customer stated that she called the emergency room only to make sure that she knew how long the manual injection would stay on her body so she would know when to put the insulin pump back on. No further information was provided.